Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how was the bleeding controlled? Suture ligation. Did the patient require a transfusion? No.

Event description:
It was reported that the patient ended up losing 500cc's of blood, but is doing fine. The surgeon made notice of staple legs partially coming out of the load prior to firing and open staples once blood was suctioned out in and around the adrenal. No patient consequence reported.

Manufacturer narrative:
Product complaint (B )(4). Video analysis: one video was provided; the video shows a device with a white reload loaded and tissue. At the mark 00:19, the device is placed over tissue. Some staples legs can be seen protruding. While the device is placed over tissue, bleeding is noted. At the mark 1:15 the device is fired. Some staples can be seen with the proper form. The device is removed from the tissue at the mark 1:20 and excessive amount of tissue is observed. At the mark 11:19 some unformed staples are shown. Suture is applied through the video. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.